Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an coronary artery bypass procedure, acrobat-I stabilizer when the customer tried to use the device, it was noted that the arm was stiff and hard to move. The customer continued to use the same device and completed the procedure. The customer used two om-10000s between the first and the second event; there was no problem to use those devices. However, the customer experienced the similar incident twice in a short time, a thorough investigation was requested. The hospital did not report any patient effects.

Event description:
The hospital reported that during preparation for an coronary artery bypass procedure, acrobat-I stabilizer when the customer tried to use the device, it was noted that the arm was stiff and hard to move. The customer continued to use the same device and completed the procedure. The customer used two om-10000s between the first and the second event; there was no problem to use those devices. However, the customer experienced the similar incident twice in a short time, a thorough investigation was requested. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. No visual defects were observed. The biscuit was observed to be intact. The device was evaluated for its mechanical function. With the locking lever engaged and the knob tightened, the biscuit locked in place and could not be moved as expected. . When the knob was moved anticlockwise, the biscuit was able to freely move and the arm could be moved side to side, no resistance that can be considered as abnormal was observed. A reference device was used to compare the biscuit and there were no differences observed with the device. Based on the return condition of the device and the results of the evaluation, the reported failure mode "mechanical issue" was not confirmed.